Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent surgery where a t2 altitude cage was placed at l3 level. On an unknown date, post-op, both sides of l1 screws were found to be loosened. Revision was performed to remove the l1 screws and extend fixation to levels th5-s2. Surgeon commented that the patient had weak bone.